Manufacturer narrative:
The technician found the head hydraulic cylinder was not working. He replaced the head cylinder to repair the stretcher.

Event description:
Information received indicates the head end of the stretcher is drifting down.